Event description:
The surgeon set 10 grams of bonesource in a defect on the malar bone. During the drying time, the bonesource began to "crumble apart in chunks." The surgeon removed the bonesource from the defect and mixed a new vial of bonesource to complete the procedure without incident.